Event description:
Electrocautery pen unit was operating correctly, turned off, and placed into the holster. When it was retrieved from the holster, it had spontaneously activated. The unit was unplugged and replaced with another unit that also spontaneously activated under the same conditions.

Manufacturer narrative:
Unable to confirm or recreate the failure. If add'l failures occur, the devices will continue to be evaluated for cause of failure.